Manufacturer narrative:
The reported complaint of the autopulse platform ((B)(6)) stopped compressions and displayed a fault code 34 (encoder failure) was confirmed in the archive review but not during the functional testing. However, the platform failed initial functional test due to the fault code 27 (encoder fault (>3000 rpm)), which is a characteristic of the encoder failure and relates to the fault code 34 reported by the customer. The root cause for the defective encoder was due to poor maintenance of the autopulse platform, as a result of user mishandling. The autopulse platform is a reusable device and was manufactured in september 2008 and no previous records of preventive maintenance performed for this platform. As part of routine service during testing, the platform was examined and noted liquid or body fluids ingress throughout the interior of the platform. As a result, the encoder and the drive train motor got corroded or rusted. The corrosion caused the malfunction of the encoder and drive train motor. To remedy the issue, the encoder, drive train motor and top cover need to be replaced. During visual inspection, there was no physical damage observed on the autopulse platform. Unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Deburring of the clutch needs to be performed to remedy the encoder drive shaft issue. The root cause could be due to normal wear and tear of the device. The archive showed multiple fault code 34 (encoder failure) error messages around the reported event date and no compression was achieved during the date of the problem occurred thus confirming the customer's complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, the autopulse platform (sn (B)(4)) was used on the patient during the call. The patient was placed on the autopulse platform and the platform was powered on to perform compressions. After an unknown period of time, the platform stopped compressions and displayed a fault code 34 (encoder failure) error message. The crew checked the lifeband but the error message continues to persist. The use of the autopulse platform was discontinued and manual CPR was performed for an unknown period of time during the transport. Rosc (return of spontaneous circulation) was not achieved and the patient was pronounced dead. Per the customer, the patient's outcome is not related to the autopulse platform.